Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the display on the vela ventilator does not respond to input and there is screen delamination on the lower right hand corner of the screen. The customer confirmed that there was no patient involvement associated with the reported event.